Event description:
On (B)(6), it was reported by the consumer that the irc1710 compressor got really hot, she turned it off, and tried turning it back on without success. The unit is not functioning. There was no patient injury reported.